Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, the instrument did not feed clips properly into the housing resulting is misfiring. The surgeon applied another device. The hosp reported that no pt injury had occurred.